Event description:
Baxter global affiliate reported the home pt (hp) was hospitalized after using the homechoice pro cycler for apd therapy. For six days the hp experienced system error alarms and loss of dwell time using the homechoice pro system. As a result, the hp's homechoice pro was replaced and the pediatric set was changed to an adult set. A companion sample of the pediatric set was returned to baxter. However, the hp continued experiencing a loss of dwell time using the homechoice pro device and the hp's family member also noted that the hp was not draining as expected. The hp was taken to the hosp 9 days later and used a different apd therapy device, the hp's catheter was flushed and heparin was adminstared through the peritoneal diaysis solution. The next day the hp was placed back on the homechoice pro cycler and continued to experience loss dwell time as well as "low drain volume" alarms. The hp was released from the hosp three days later and continues to use the homechoice pro system. It is unclear what transpired between the three days that affected the performance of the homechoice procycler and the pt's treatment.